Manufacturer narrative:
17-feb-2022 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.

Event description:
Female consumer via e-mail stated that the brush head fell off of her oral-b genius 9000 white holder while brushing. No injury was reported. 07-jan-2022 case update: the suspect product lot was updated to bc811071959. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Female consumer via e-mail stated that the brush head fell off of her oral-b genius 9000 white holder while brushing. No injury was reported.